Manufacturer narrative:
(B)(4).

Event description:
The complaint issue is reported as: "patient to whom, during the nursing round, filtration of the PICC catheter is shown proximal to the y-port level (between the catheter and the fixation butterfly), is not displaced or broken. Installed on (B)(6) 2017 and retires on (B)(6) 2017 by filtration it is required to change the catheter; a new PICC is installed on (B)(6) 2017 in interventionism"

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint issue is reported as: "patient to whom, during the nursing round, filtration of the PICC catheter is shown proximal to the y-port level (between the catheter and the fixation butterfly), is not displaced or broken. Installed on (B)(6) 2017 and retires on (B)(6) 2017 by filtration. It is required to change the catheter; a new PICC is installed on (B)(6) 2017 in interventionism."